Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the cables on the pt's electrode belt were damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables) was confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief. The root cause for the strained cable could not be positively identified, but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.